Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: a review of the pump¿s black box history showed that call service alarms related to the complaint were recorded. The pump emitted a call service during testing. The pump was not able to complete a 24 hour duration test. The pump case was removed and corrosion was found on the printed circuit board next to the motor flex connector and other surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an "occlusion" alarm randomly when performing the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.